Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Lot number: requested, not provided. Estimated lot provided: 06093105. Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that hemostasis was successfully achieved by the angio-seal device. The following day, a fist-sized hematoma was observed. The blood loss was less than 250cc's. A surgical intervention was not applied. There was non-serious health damage, and the patient was reported to be monitored and was recovering. Additional information was received on 15aug2019. The following day after the resting period, oozing was observed. After monitoring the patient, the hematoma disappeared. The physician judged that hemostasis was completed. The procedure before deploying the device was carotid artery stenting (cas) . A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8fr. The puncture site was on the right common femoral artery. The vessel diameter is unknown.